Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that irrigation difficulties occurred. The intella nav oi catheter was used in a left atrial ablation procedure. During the procedure the catheter was not ablating and the physician received system fault error on the pump. The catheter was removed from the patient and the irrigation was tested, it was noted that the irrigation was abnormal. The catheter was exchanged for another intella nav oi catheter. No patient complications were reported.

Manufacturer narrative:
Visual inspection noted dried saline on the luer and distal end of the catheter. No visible damages were seen on the irrigation ports. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device passed the pressure leak test and irrigation flow testing with no issues.

Event description:
It was reported that irrigation difficulties occurred. The intella nav oi catheter was used in a left atrial ablation procedure. During the procedure the catheter was not ablating and the physician received system fault error on the pump. The catheter was removed from the patient and the irrigation was tested, it was noted that the irrigation was abnormal. The catheter was exchanged for another intella nav oi catheter. No patient complications were reported.